Manufacturer narrative:
The investigation determined that a higher than expected vitros vanc proficiency sample result was obtained. A definitive root cause could not be determined. However, user error in using expired vitros vanc reagent or an equipment related issue cannot be ruled out as contributing factors.

Event description:
A customer observed a higher than expected vitros vanc proficiency sample result (aabt2 result of 61.24 ug/ml vs. Expected mean result of 46.5 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. (B)(4).